Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to medicrea for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device evaluated by external contractor.

Event description:
The customer reports a problem occurred during a surgery problem of the skin cut symmetry, more thin on one side, there is as risk of scarring problem, or graft taken. They did not use another product to complete the surgery. No additional patient consequences were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On november 21, 2018, it was reported that the customer reports a problem occurred during a surgery, problem of the skin cut symmetry, thinner on one side, there is as risk of scarring problem, or graft taken. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated electric dermatome serial number (B)(4) one time as documented in the vdoc service portal. The last repair was october 31, 2018 where it was reported that the device does not work and the bearings, spring seal, vespel bearings, motor, plug harness assembly, and seal/strain relief were replaced. This is not a related issue. Product review of the electric dermatome by medicrea on november 27, 2018 revealed that there was an anomaly with the head, the calibration had moved a lot. The calibration was out of specifications at the zero, ten, and twenty settings. The motor speed was within specifications and the control bar was not in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by medicrea on december 6, 2018 which included replacement of the semi-circle and vespel bearings. Electric dermatome, serial number 207114, was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by medicrea it was noted that there was an anomaly with the head. The calibration had moved a lot. The device was outside calibration specifications at the zero, ten and twenty thickness settings. The control bar was also not in the correct position. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that there was an anomaly with the head. The calibration had moved a lot. The device was outside calibration specifications at the zero, ten and twenty thickness settings. The control bar was also not in the correct position. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.